Event description:
It was reported that during an implant attempt, the right ventricular lead helix would not extend after several lead repositionings. The physician was not satisfied with the lead. It was also noted that the stylet would never "go all the way out so the tip was never sturdy." The lead was not implanted, rather another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed with no anomalies found. There was blood in/on the helix mechanism.